Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/26/2019.

Manufacturer narrative:
Date sent to FDA: 05/14/2020. (B)(4). Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2011 due to hernia recurrence.

Manufacturer narrative:
Date sent to FDA: 05/18/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced pain, depression, adhesion, anxiety and hernia recurrence following the procedure. No additional information was provided.